Manufacturer narrative:
Gtin/UDI number for item 30914, lot 17035122 is (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that blood backed up into the tubing when a fluid and calcium administration from a pump would not infuse into the umbilical extension hub due to a crack which was leaking. Additional calcium lab was drawn. There was no lasting harm to the patient.

Manufacturer narrative:
The customer¿s report that the hub on the extension tubing cracked and leaked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.464 inches long. The luer was inspected under magnification and no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack. The cause of the leak was a cracked female luer. The cause of the crack was not determined.

Manufacturer narrative:
Additional information provided from customer medwatch (B)(4).

Event description:
Received from the FDA a copy of the customer's medwatch voluntary event report which stated ¿event desc: the hub was clearly cracked and the fluid was not being infused at all. All of the fluid was leaking from the cracked hub and flowing back behind the pump. It was not noted until blood backed up into the tubing. The fluid was probably leaking for 18 hours. The infant could have formed a clot at the end of the umbilical line which could cause numerous problems for the infant. Apparently this is at least the 2nd time in the last 2 months that this same tubing has had a cracked hub and had IV fluid leaking and the infant not getting appropriate treatment. Care fusion micro tubing alaris product 30914. Lot# h3703091410.¿